Manufacturer narrative:
Continuation of d10: product ID ID-1 (lot: unknown); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium prime coil could not be detached. The patient was undergoing treatment for an aneurysm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that an attempt was made to use the instant detacher to detach the coil, but the coil did not detach. The method of emergency manual detachment was also tried, but the coil did not detach. Even when the wire was moved, etc., it still did not detach. A second instant detacher was not used, as there was said to be no issues with it. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported prior to coil non-detachment there were no problems. There was no damage observed to the pushwire.